Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: none, nor batch number. Analysis and results: there are no previous complaints of any of the possible batches involved (the ones supplied to the customer from 01.01.2016 to 12.04.2017 (incidence date): 115313, 115412, 115495, 116042, 116064, 116143, 116247, 116384, 117013 and 117081. As no further information or samples are not received from the customer the only analysis that can be done is the complaint history of the possible batches. There are no other complaints of any of the other products manufactured with the needle raw material batches used in the above-mentioned batches. Moreover, there are no complaints in the last five years regarding needle breaking or bending for any hr26b needle. Reviewed the batch manufacturing records of all possible batches only 116042 batch has an incidence, nevertheless is not related to needles issues. The rest of the batches had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that during surgery the needle bent. There was no harm to the patient reported.